Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarm occurred. The customer's blood glucose level ranged form 216-253 mg/dl. Reportedly, the customer resolved the issue prior to calling tandem technical support, therefore, no troubleshooting could be performed to determine a root cause.